Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing of fib waves were observed. Therapy was still delivered. Patient was also noted presyncopal. Device remains implanted.